Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that throughout the course of a day, the pump gave three occlusion alarms. The home care patient reported that they did not change out their infusion site or tubing after the alarms. According to the reporter, the system check determined the cause of the alarm to be tubing. The patient reported that their blood glucose levels rose to 205 mg/dl due to the interruption in insulin therapy. The home care patient reported that they delivered a correction bolus to resolve their blood glucose levels. No permanent injury to the patient was reported.